Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed, and there were not issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap disconnected from the patient line of a homechoice automated pd set with cassette. The pull ring cap was found detached from the patient line during setup/preparation for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.